Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. One blue hook has separated from the loading catheter. The minor diameter (flat part) of the barb was measured in several places and found to be within the specification. The major diameter (outer diameter of barbs) was measured on each barb and found to be within the specification. The length of the barb was measured using calipers and was found to be within tolerance. Therefore all critical blue hook dimensions are within specification. The recessed portion of the stiffening wire inside the end of the tubing was measured and indicated that the stiffening wire did not interfere with insertion of the blue hook. The inner diameter of the catheter where the barb was inserted was inspected using pin gauges and found that there is an interference fit between the blue hook and tubing. Approx 2cm of tubing was cut off and the cut end was pin gauged. The inner diameter of the tubing at this point was pin gauged and found to be within the tolerance. A visual inspection of the blue hook showed deformation as if it was subjected to a significant force. Such force could be created if the blue hook got caught on the end of the endoscope, distal end of the handle hub, or if the string knot was placed next to the blue hook during loading. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a ligation procedure, the physician selected a cook 6 shooter saeed multi-band ligator. While the tech was loading the ligator onto the endoscope one of the blue hooks came off the loading catheter. The blue hook on the opposite end of the loading catheter was used to successfully load the ligator onto the endoscope. The procedure was completed with this device. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.